Manufacturer narrative:
(B)(4). Costumer returned the product on 9/28/2016; qc lab received and evaluated on 10/05/2016; (B)(4) completed investigation on 10/25/2016. Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced e-2 errors. Defect found. (B)(4) root cause investigation completed; the test strips are producing e-2 errors is due to a scratch crossing the anode in the conductive ptf ink area. The scratch interferes with the strips ability to detect blood, causing the strip to eventually produce a time out error (e-2). (B)(4).

Event description:
Consumer reported complaint for high control solution test results. Daughter in law is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 72mg/dl and 64mg/dl (out of range). The customer's expected non-fasting blood glucose test result range is 100mg/dl. The control solution range is 23-53 mg/dl per label specification. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a control solution test was performed by the customer and produced test results of 72mg/dl (out of range) using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): a 72mg/dl, (B)(6) 2016 08:50 pm, fasting: no. A 64mg/dl, (B)(6) 2016 08:45pm, fasting: no. Undisclosed. Customer hadn't made any changes in diet or medication (metformin).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer reported complaint for high control solution test results. Daughter in law is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 72mg/dl nad 64mg/dl (out of range). The customer's expected non-fasting blood glucose test result range is 100mg/dl. The control solution range is 23-53 mg/dl per label specification. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a control solution test was performed by the customer and produced test results of 72mg/dl(out of range) using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): a 72mg/dl, (B)(6) 2016 08:50 pm, fasting: no. A 64mg/dl, (B)(6) 2016 08:45pm, fasting: no. Undisclosed. Customer hadn't made any changes in diet or medication (metformin).